Event description:
Prescription medical device quality-related event: the wrong lnpen device was selected for a patient. The selected product was incompatible with delivery of the prescribed insulin. The verifying pharmacist did not catch the error initially, but it was discovered before it reached the patient. Findings: the event occurred because the pharmacy technician selected the wrong product from the cardinal website, and the verifying pharmacist, who was unfamiliar with the device, did not catch the error initially. Circumstances: an electronic prescription came into the "xxxxxxxxx" county employee pharmacy on x/xx/2021 for "lnpen (for novolog or fiasp} subcutaneous" with no ndc listed. An electronic prescription for 9 ml of novolog u-100 3-ml cartridges for the same patient followed, shortly; the pharmacy technician proceeded to select the product from the cardinal website. He saw six lnpens listed. He incorrectly assumed the differences between the devices were pen colors. He consulted one pharmacist about selection of the lnpen and another pharmacist about selection of the insulin cartridges before ordering them; the lnpen/blue/lilly ndc 62088000031 was ordered. Because the product was new to the pharmacy, the pharmacist on duty printed materials about the lnpen from the internet to assist the next day's pharmacist in the verification process when the product came in; the lnpen/blue/lilly ndc 62088000031 came in on x/xx/2021. It had an inconspicuous white label sealing one end of the pen that read: "for use with humalog 3ml u-100 insulin cartridges. These are sold separately and manufactured by lilly. Bd ultra-fine needles are compatible with lnpen. These are sold separately and manufactured by bd." The other end of the pen was sealed with a similar-looking label that had a upc code, the product's ndc, and the words "rx only." The package also had a blue label on each of the end panels of the package. One read, "insulin type: humalog color: blue" and the other read, "blue humalog";the verifying pharmacist for the prescription asked the pharmacist who had researched the lnpen why the product that had come in had a label that said, "for use with humalog" if the pen was also compatible with novolog and fiasp insulins. The pharmacist who did the research reported back that he had researched the lnpen a second time, and found there was only one lnpen. It was compatible with three insulin cartridges: humalog, novolog, and fiasp. He said the sticker did not mean that only humalog was compatible with the pen. The verifying pharmacist quickly researched and confirmed that the pen delivered three insulin products, then approved the lnpen. The patient was to pick up the prescription in a few days as a prescription for pen needles was still needed. On (B)(6) 2021, the verifying pharmacist discussed the lnpen with the pharmacy technician who had ordered the pen. The technician said there were six lnpen devices to choose from on the cardinal website. The pharmacist then researched the difference between the pens. There was considerable information on the internet describing inpen as a delivery device for three insulins, humalog, novolog and fiasp cartridges, but little information on the difference between the various ndc's of the pens. She eventually discovered there are six pens available - two different lnpens in three colors each. The pens deliver either humalog or novolog/fiasp insulin cartridges. She then realized she had approved the wrong lnpen for the patient; the patient had not yet picked up the device. The dispensing was cancelled, and the correct pen was ordered for the patient ndc 62088000035. The cost of the lnpen ordered in error (and labeled) was (B)(6). MFR/labeler similar names: verbal and written inadequate safeguards. (B)(6). Submission ID: (B)(4).